Event description:
The customer reported that the 8800 system had missing images. No pt injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the software upgrade were installed during the service call. Retrospective summary report: (B)(4). Total number of events summarized 167. These reports are being filed late due to a retrospective review of our quality system. These reportable malfunction events involve international service dispatch records.